Event description:
Anspach diamond burr used in back surgery delaminated the diamond coating during surgery. No injury resulted. This occurred four times, different burrs, different patients. Anspach catalog number qd8-4dc. Potential retention of a diamond coating.